Manufacturer narrative:
Serial numbers (B)(4) were provided, affected side cannot be confirmed at this time. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unknown. Dat of alcl diagnosis: (B)(6) 2018.

Event description:
Patient representative reported patient ¿suffer from mental stress, anxiety, worry, humiliation, fear, concern and other personal ¿ hardship due to the continuous fear of biaalcl and aftermath from the suffering of bia-alcl,¿ ¿suffered, or will suffer, painful removal procedures as a result of developing bia-alcl, as well as any treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants, the development of bia-alcl, and any condition or symptoms associated with bia-alcl,¿ ¿mental suffering ¿.suffered emotional distress, anxiety¿and loss of quality of life," debilitating physical pain¿ and was "diagnosed with bia-alcl.¿ this record is for an unknown side. Device was explanted. Pathological markers have not been confirmed. Patient representative also reported patient experienced "depression¿ and "disability;" these events are not related to the device.